Event description:
The customer states that the unit will not fluoro.

Manufacturer narrative:
The ge service rep fluoro for few seconds, then found the images but be ok, however, when he floured for greater than 30 seconds, the "high ma - press any key to reset" appears on c-arm. The rep greased the high voltage candlesticks, flashed nodes and reloaded calibration files, performed calibration of high voltage supply regulator board, performed filament calibration, verified tracking with copper filters and tested fluoro at various techniques 1 minute each without error. The unit operates as intended.